Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the device was separated when returned. The proximal end of the shaft measured 172.5.5cm. The designed length of the comet wire is 185cm. The returned portion of the device measured 172.5 which means that 12.5cm was not returned. The wire showed multiple bends throughout the shaft length. No other damage or irregularities were noticed. Materials testing, analysis, and characterization (mtac) testing revealed that the unit was fractured in the slot tube region at the beam location. Both fractured beams are abnormal in shape. Laser cut surface also appeared abnormal with inconsistent cutting. The failure may have occurred due to reverse bending fatigue, with final ductile overload. Abnormal fracture beams likely contributed to fracture.

Event description:
It was reported that a wire break occurred. The target lesion was located in the 80% stenosed, moderately tortuous and severely calcified mid left circumflex. This comet pressure guide wire was selected and advance to the lesion. Predilation was performed with as 3.0x12mm emerge balloon catheter. An opticross diagnostic catheter was then advanced but was unable to cross the lesion; suddenly the comet wire broke. A balloon catheter was used to remove the comet wire. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable. It was further reported that vascular access was obtain via the femoral artery. There were no kinks or resistance while using the comet wire. The separation occurred approximately 10cm from the tip. All parts of the device were removed from the patient.

Event description:
It was reported that a wire break occurred. The target lesion was located in the 80% stenosed, moderately tortuous and severely calcified mid left circumflex. This comet pressure guide wire was selected and advance to the lesion. Predilation was performed with as 3.0x12mm emerge balloon catheter. An opticross diagnostic catheter was then advanced but was unable to cross the lesion; suddenly the comet wire broke. A balloon catheter was used to remove the comet wire. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.